Event description:
It was reported that on 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure procedure using a 10f amplatzer torqvue delivery system. The sizing of the device was determined by echocardiogram measurements. The physician and the scrub technician prepared the device by flushing with saline with syringe and saline bath, and pulled the device into the loader. During procedure, the physician advanced the device into the patients body successfully and deployed the device onto the intra-atrial septum and closed the pfo in the heart. After deploying the final right atrial disc into the heart, the disc appearance was puffed and not flattened as it was out of the box. The physician preformed a few techniques like pushing the cable and advancing the sheath to try to collapse the disc, but it was unsuccessful. So they decided to remove the device from the patients body and go back with a new device. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The deformed device was successfully removed and a new 30-25mm amplatzer talisman pfo occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.